Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy procedure. The stapling device was being used for cutting the lobe. After firing, only half of the staples deployed. There was poor staple formation. The staple clip is stitched in half and the second half is not stitched. The staple line was incomplete at the distal end of the staple cannot be closed and the surface of the staples were curved. In order to resolve the issue and complete the case, replaced with another stapler. There was no patient injury.